Event description:
Information received by medtronic indicated that the insulin pump had a exposed to moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The customer reported that the insulin pump had a moisture inside like fluid. The customer also reported that the insulin pump was exposed to fluid in the past. The insulin pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test and self test. The insulin pump was cut open to perform visual inspection and no loose electronic components noted. However, moisture damage was found on the electronic assembly. No moisture damage on the force sensor, motor and vibrator assembly noted. During visual inspection, the insulin pump had a moisture damage on the electronic assembly. No moisture damage on the force sensor, motor and vibrator assembly noted.